Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-01950. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to tibial loosening.

Manufacturer narrative:
X-rays were returned for further evaluation. These radiographs were evaluated by a third party health care professional. The assessment of the images indicate there is sufficient bone cement places around the tibial component. There is no indication of lucency between the bone, bone cement, or tibial plate. Additionally the femoral component is noncemented and demonstrates adequate positioning. As there is no lateral view that was provided, the anterior or posterior interfaces cannot be assessed. With the information that was provided, the claim could not be verified, and root cause remains undetermined.